Manufacturer narrative:
Follow-up #1: date of submission 02/23/206 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box showed evidence of partially discharged batteries being installed. The current draws were measure and were found to be within specifications. There was no battery life issue found during the investigation. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap was found to have stripped threads and was unable to attach to the pump. A test battery cap was used and was able to attach to the pump. Unrelated to the original complaint, there was corrosion observed inside the battery compartment. A leak test verified a leak in the battery compartment. The pump cover was removed and there was no evidence of internal moisture or loose components identified inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2016- correction to year: 2016.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked and the cap would not attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.